Manufacturer narrative:
Correction: annex g - component desc 1 was updated to g04113 - seal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved vessel sealer instrument involved with this complaint perform failure analysis, and the reported error issue was not confirmed nor replicated. The instrument was tested on an in-house system. The instrument passed the self-tests multiple times without generating any errors. The instrument moved intuitively with full range of motion in all directions. The instrument was connected to an in-house e-200 energy generator and was recognized with no issues. Additional unrelated findings not reported by site: the instrument was found to have one of the grip cables loose at the proximal end. As a result, the instrument grips would not close completely. The instrument was further evaluated by an isi failure analysis engineer (fae). The initial findings were confirmed. The instrument had a loose grip cable at the proximal end. The hard grip force test was performed during advanced failure analysis and due to the grips not fully closing, the instrument failed the test multiple times. Additionally, the instrument was found to fail engagement multiple time after a few minutes of testing. The error logs were reviewed, and the parameter was found to be off, indicating that the grip axis likely failed to engage. This could possibly be due to the loose grip cable noted above. The probable root cause for the findings of failed hard grip force test was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved vessel sealer instrument had an error message of ¿re-install instrument, if issue persists, discard instrument¿ that came up multiple times. The customer ended up opening a new instrument. There was no reported injury.